Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll's approved service provided; the customer's report was observed during review of the device logs. However, the device was put through extensive testing without duplicating the report. The defib cable receptacle and multifunction cable were replaced as precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.